Event description:
The patient reported the infusion device does not accurately deliver insulin. She stated her blood glucose has been elevated for the past 2 weeks. She programmed a 170% temporary basal rate increase but was unable to lower her blood glucose. On (B)(6) 2010 her blood glucose ranged from 12-32 mmol/l (216-576 mg/dl). She stated that at 8:30pm she called her endocrinologist and he suggested she inject 10 units of insulin via syringe. At 9:40pm her blood glucose was 32 mmol/l (576 mg/dl) and she was advised by the hosp to inject 3 units of insulin and to go to the hospital. At 10:00pm the pt's blood glucose measured 24 mmol/l (432 mg/dl) at the hosp. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.